Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The g3 electrode pads were returned to zoll medical corporation. The customer's report was not replicated or confirmed. The pads were put through extensive testing using a test device without duplicating the report. The pads were scrapped at zoll. The g3 device used was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.